Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported. Treatment details were not provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data indicates that the pod ran for 3234 pulses before being deactivated. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined.